Event description:
The manufacturer received information alleging a ventilator failed to cycle. The device was not in pt use. The device has yet to be received for evaluation by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.